Event description:
The patient had their vns replaced in 2002. From the first day post-op, the patient has been unable to swallow liquids without coughing, sometimes violently. The neurosurgeon stated that they wanted to wait a few more weeks before taking any intervention.